Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt is scheduled for an asr revision to address loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number previously listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr xl acetabular system (right).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - confirmed that "component loosening" was an incorrect reason for revision. See below for correct reason. Taken from email dated 4th sept 2015. Reason for revision : 'raised metal ions and evidence of metallosis around the implant'.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision . Update: hip revised, system used, product details for stem and sleeve, reason for revision received 20 july 2012 . Asr xl acetabular system (right) . Reason(s) for revision: component loosening - queried with crawfords . Update - re-created to confirm which component became loose and correct lot number for the cup. Previous cup lot number provided is incorrect. Taken from claimsuite dated 18th.